Manufacturer narrative:
(B)(4) (intervention required). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent a posterior spinal fusion (l2-s2) and transforaminal lumbar interbody fusion (l4/5)). During the surgery, set screw of rod connector was not broken off. The product didn't break. The product came in contact with the patient. No patient complications were reported. Post-op, the surgeon told that he noticed about the unbroken-off set screw by postoperative x-ray. Revision was scheduled for anterior approach and posterior to be additionally opened for breaking-off the set screw.